Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they checked impedances on the clinician programmer, and they were seeing all green, but when they clicked into the individual electrodes, they were seeing impedances over 4k ohms. Caller reported patient was scheduled for normal ins battery replacement. Caller reported prior to ins being at eri, patient had good therapy, no issue. Caller reported when they clicked on electrode 3: electrodes 0, 1, and 2: 4k ohms, electrode 2: electrodes 0, 1, and 3: 4k ohms, electrode 1: 3 and 2: 4k ohms, electrode 0: 2 and 3 are 4k ohms. Caller reported patient was programmed on group 4. Patient services reviewed impedance and suggest checking impedance again after changing ins. Additional information was received from a manufacturer representative (rep) on 2023-jul-31. The rep reported that the cause of the high impedances were unknown. The battery was removed and replaced with another ins. The impedances were no longer noted. The issue had resolved. The device was discarded.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.